Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on( B)(4) 2018, that on (B)(6) 2018, the patient reported needle retraction issues. No additional patient or event information is available. No product was provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Please disregard all information that was reported in the initial MDR for report number 3004753838-2018-116295 as this is a duplicate report. This customer complaint has been previously reported in report number 3004753838-2018-116204.